Event description:
Kit and/or machine problem. Procedure terminated, no treatment. New kit and instrument to reattempt treatment-physician reported. Nurse reported optic bowl sensor readings 30-150's, could not establish interface. Nurse spoke with rns from therakos after troubleshooting. Optic bowl sensor reading between 30's-140's. Sensors cleansed. Call conferenced with therakos engineer, unable to resolve issue by phone. Service request placed. Recommended aborting treatment, reinfused cells to patient.